Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing unwanted stimulation in the chest and abdomen. It was determined that high impedances were noted in two contacts on the lead regardless of anatomical position. An x-ray was taken and confirmed lead migration on one of the leads. Device malfunction was suspected on the lead. The patient underwent a procedure where the lead was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. The lead failed impedance tests at contact #2 and 3. Visual inspection revealed that the lead proximal end was fractured between contacts # 3 and 4. X-ray inspection confirmed that the cables #2 and 3 were fractured. Fractured cables were not exposed.

Event description:
A report was received that the patient was experiencing unwanted stimulation in the chest and abdomen. It was determined that high impedances were noted in two contacts on the lead regardless of anatomical position. An x-ray was taken and confirmed lead migration on one of the leads. Device malfunction was suspected on the lead. The patient underwent a procedure where the lead was replaced. The patient was reportedly doing well postoperatively.